Event description:
It was reported that the patient experienced a loss of therapeutic effect and having stimulation in the wrong location. The patient was not quite getting the stimulation she should have been getting and that she experienced an increase in urgency and frequency. The patient's last programming occurred in (B)(6) 2011. The patient felt a little bit of stimulation in the vaginal area, but also felt it "radiating down her knees." Program #3 was the patient's most active program at 2.0 volts with an electrode configuration of 0+, 2-. With program #3 active, the patient felt stimulation "more in the buttock area," and needed it to be "vaginal and [on the] tops of thighs," as this was the best therapy for her. It was noted that during an impedance test, contact c1 read "???." It was planned that the clinician would attempt to reprogram the patient's therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot #: v052390, implanted: (B)(6) 2007, product type: lead; product ID: 3037, serial #: (B)(4), implanted: (B)(6) 2007, product type: programmer. (B)(4).